Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg had invalid data in cardiac compass.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple power on reset (por) occurred on the implantable pulse generator (ipg) one month after implant procedure. It was noted that the ipg have an issue with the set screw. Right atrial (ra) lead exhibited oversensing and noise. The ra lead was capped and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was carried out on the ipg and ra lead.